Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the clinical file was provided for review. A review of the clinical file showed the user performed CPR during the waveform analysis. The artifact generated by CPR influenced the waveform and led to the shock advised prompt. The device log recorded the appropriate prompts of "stop CPR, don't touch the patient, analyzing". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a pediatric patient (gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.